Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was unspecified damage to cartridge housing. There was no reported impact to blood glucose. No further information was obtained as customer declined troubleshooting with tandem technical support.